Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal infumorph and bupivacaine (both 5mg/ml) at dose of 0.24 mg/day via an implantable pump for spinal pain. It was reported by the company rep that it had been just over two hours post magnetic resonance imaging (MRI) and the pump had not recovered. Flow rate was 0.048 ml/day and technical service agent reviewed the pump should recover at any time. The company rep kept re-interrogating, but was not able to see a motor stall recovery in the logs. They offered to reread the pump again before the patient headed home, but the patient did not want to wait. Company rep advised them to contact their physician and told them the company rep had not verified the pump had recovered correctly yet based on their readings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that they met with the patient again on (B)(6) 2024 and confirmed that their pump had recovered on (B)(6) 2024 at 3:44pm. The motor stall occurred at (B)(6) 2024 at 11:43am.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. H6 codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.